Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure, a farawave catheter was selected for use. It was reported that a fluid leak was observed on the flush port. Damage to the luer was noted, but the luer was not detached. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The device was not returned as it was discarded.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.